Manufacturer narrative:
(B)(4). S/w version 4.11c. Retainer ring = black. Customer returned pump for an alleged damage to battery compartment, partial display, and charge/battery last less than expected found on (B)(6) 2021. Pump passed self test, active current measurement and displacement test; however, pump failed sleep current measurement. No low battery alarms during testing. The test p-cap locks properly in place in the reservoir compartment noted. Pump was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1, pcba 2 or the motor. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Swapping out test boards confirms high sleep current is isolated to pcba 2. In further review, the pump downloaded history does include a low battery alert on the event date of (B)(6) 2021 at 05:03:00.000 and 11:35:00.000. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), cracked corner of belt clip rails, cracked battery tube threads, corroded battery tube, cracked lcd controller (pcba 1), and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked case (battery tube) and cracked corner of belt clip rails was noted. Damage to lcd confirmed due to cracked lcd controller (pcba 1). Charge/battery last less than expected is confirmed in pump downloaded history.   Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had damaged on screen and battery compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.